Event description:
On (B)(6) 2021, a perceval valve was intended to be used as part of an aortic valve replacement procedure. The surgeon sized for the perceval valve a size large (i.e. Pvs25) was deemed to be the proper size. After implanting the valve pvs25, it appeared too small and a larger size xl was ultimately implanted (i.e. Pvs27). Concerns have been raised about the sizers. No further information provided about patient outcome and delay in surgery available as a consequence of the event.